Event description:
It was reported that while cutting the sternum during a sternotomy redo procedure, the pt's aorta was cut. The pt was placed on femoral bypass, as a precaution, at the start of the procedure due to an enlarged aorta. The pt's aorta was repaired and at last report the pt was stable.

Manufacturer narrative:
The device has not yet been evaluated; however it is scheduled to be evaluated on 07/11/2008.